Event description:
It was reported that during set up at the user facility the tps unidirectional footswitch was found to have exposed wires. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during set up at the user facility the tps unidirectional footswitch was found to have exposed wires. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was confirmed by the service technician during the device inspection the wires in the footswitch¿s cable were visible; however, no bare copper wires were exposed. The device was discarded by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.